Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. Nothing was identified visually that contributed to the reported problem. Screenshots of the case were provided and confirmed the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that, during a cori tka procedure, when surgeon finished milling his distal femur, they went to remove tibial bone and received the failure to generate tibial bone model error (B)(4). So, they cleared the points, remapped, and proceeded as normal. Surgeon began to mill his twin peg holes on exposure mode and the burr was moving in and out more than normal (more rapidly than normal) (B)(4). They switched to speed mode and finished the tibial lug holes. The procedure was completed with a delay fewer than 30 minutes. No patient injury was reported. When they tried to get the log files the exports cases was already active without having a usb. When they put the usb in to get cases they received the unable to copy error (B)(4). They tried 3 usbs and multiple reboots with the same result. No other complications were reported.